Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The hublock with hardware and release handle were returned for evaluation, and subsequent testing failed to verify the complaint. The complaint condition was unable to be duplicated. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The cable & hublock aren't holding.